Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed the serial number provided by the customer in the initial report was deemed invalid upon extended investigation and therefore section has been updated to unknown.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6)2019, she received "lo" (readings less than 40 mg/dl) compared to the capillary result of 15 mmol/l (270 mg/dl) obtained on an unspecified meter. Customer experienced vomiting and there were no symptoms of hypoglycemia. Customer was seen at the hospital where a reading of 32 mmol/l (570 mg/dl) was obtained and treated with unspecified units of insulin drip and unspecified "medication for her stomach" by the doctor. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6) 2019, she received "lo" (readings less than 40 mg/dl) compared to the capillary result of 15 mmol/l (270 mg/dl) obtained on an unspecified meter. Customer experienced vomiting and there were no symptoms of hypoglycemia. Customer was seen at the hospital where a reading of 32 mmol/l (570 mg/dl) was obtained and treated with unspecified units of insulin drip and unspecified "medication for her stomach" by the doctor. Based on the information provided, there was no report of death or permanent injury associated with this event.